Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm. Customer blood glucose value was 8.2 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump but the error reoccurred again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No pump error 37 or failed battery test alarms noted during testing.